Event description:
It was reported that a physician attempted placement of three proglide sutures using the pre-closure technique prior to abdominal aortic aneurysm procedure in a calcified common femoral artery. Reportedly, when the three proglide devices were removed, no sutures were attached, a cuff miss occurred. Three additional proglide devices were used to achieve hemostasis following the interventional procedure. There was no reported clinically significant delay in the entire procedure. There were no reported adverse patient sequelae. The physician is reported to be in-training in the use of the proglide device. A 6fr sheath was used. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the posterior cuff miss occurred during the needle deployment as evidenced by the posterior cuff remaining in the foot pocket. The posterior needle tip was severely bent and there was a needle strike mark observed at the posterior foot. This indicated that the posterior needle was deflected and struck the posterior foot during needle deployment instead of engaged with the posterior cuff inside the posterior foot pocket as intended. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link detaching at the swage end of the anterior cuff as observed. The posterior cuff miss and subsequent link detachment would result in a failure to retrieve the suture. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Contributing factors for the needle deflection that resulted in the posterior cuff miss and subsequent link detachment included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The needle trajectory of every device is checked during manufacturing. The reported calcification present in the artery could have contributed to the posterior cuff miss. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Although, there was no definitive evidence in the evaluation of the returned device to suggest incorrect deployment technique, based on the reported information and successful test of the devices needle trajectory and during manufacturing, the probable cause for the posterior needle striking the foot, resulting in the posterior cuff miss and subsequent link detachment is needle deflection during plunger deployment due to interaction with human tissue and/or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected as a result of this investigation. A review of the finished device lot history record did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. (Two) perclose proglide devices are being reported under separate medwatch report numbers.